Event description:
It felt like a knife was in my heart and going down and dr. (B)(6) screamed at me not to go to the ER and it repeated for about 40 minutes. I had a boston scientific that did that". (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).